Event description:
The patient was revised because the cup shifted vertically. **update** (B)(6) 2011 - litigation papers allege: after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. Patient has been experiencing severe pain and discomfort and inflammation in his left thigh and groin. He also experienced a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or anomalies. Review of the device history records was not possible as the lot code required for the cup was not provided. A search of the complaint database found no prior reports for both of the reported part and lot number combinations; the lot number for the cup as not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
**Update** (B)(4) 2012 - medical records were received. Part/lot information was corrected for the femoral head, lot provided for the acetabular cup. There is no new information that would change the existing MDR decision. Pfs and sticker sheets available on external hard drive if needed for further review.

Manufacturer narrative:
**Update** 09/28/2011 - litigation papers allege: after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. Patient has been experiencing severe pain and discomfort and inflammation in his left thigh and groin. He also experienced a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Doi in litigation papers is (B)(6) 2011 (left side). The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or anomalies. Review of the device history records was not possible as the lot code required for the cup was not provided. A search of the complaint database found no prior reports for both of the reported part and lot number combinations; the lot number for the cup as not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. **update** 11/26/2012 - medical records were received. Part/lot information was corrected for the femoral head, lot provided for the acetabular cup. There is no new information that would change the existing MDR decision. Pfs and sticker sheets available on external hard drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.